Event description:
It was reported that the patient had driveline damage with rescue tape applied. Log files were sent for review. There were no unusual events recorded in the log file event history. There was no log file evidence that the driveline damage had interfered with the pump or peripheral equipment operation. The driveline damage was cosmetic only at the time. The mechanical circulatory support (mcs) equipment was operating as intended. It was noted that the driveline damage was chronic and had been taped and retaped. The patient was stable as outpatient and more rescue tape was applied in clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline damage could not be confirmed through this evaluation. A specific cause for this damage could not be conclusively determined through this evaluation. The controller event log file contained events from 03apr2025 through 06may2025. No notable events or alarms were captured, and the device appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 of the patient handbook, "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.